Manufacturer narrative:
On 07/09/2014, during a routine review of service order findings from ikaria's regional service center (rsc) in (B)(4), an ikaria quality manager identified an issue with inomax dsir #(B)(4) that was similar to a device issue which occurred in the past and had been associated with a serious adverse event. The device issue occurred during post-service burn in ((B)(4)). Evaluation summary: inomax dsir #(B)(4) was at the regional service center (rsc) in (B)(4) for service. During post-service burn in, inomax dsir #(B)(4) experienced a delivery failure (df) alarm. The device was rebooted multiple times and a slight flickering of the touchscreen display was noted. A review of the post-service log confirmed a df alarm due to backlight current below minimum (actual: 786 counts; minimum: 800 counts). The rsc investigation determined that the root cause of the issue was the (B)(4) main board and replaced it to rectify the fault. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause was a display-backlight failure. This condition will be tracked and trended under ikaria's quality system. Case comment: 08/05/2014: this case did not result in an adverse event; however, it is being submitted to regulatory authorities because the display blank-backlight failure has not occurred in the past and resulted in a serious adverse event ((B)(4)).

Event description:
Display backlight failure. Case description: on (B)(6) 2014, during a routine review of service order findings from ikaria's regional service center (rsc) in (B)(4), an ikaria quality manager identified that inomax dsir #(B)(4) had experienced a display backlight failure during post-service burn in. This device issue is similar to a device issue which occurred in the past and had resulted in a serious adverse event. During post-service burn in, inomax dsir #(B)(4) experienced a delivery failure (df) alarm. The device was rebooted multiple times and a slight flickering of the touchscreen display was noted.